Event description:
The noga procedure was carried out on december 22, 1998. A noga-star d-curve was used. The map was initially carried out by the transseptal technique without complications. In order to add some extra points, the retrograde mapping was performed via the femoral artery. During this part of mapping the pt developed ventricular fibrillation, was converted to sinus rhythm by dc-shock but had persisting low blood pressure (60mmhg). A small pericarial effusion was seen on echo. Pericardial puncture was unsuccessful. The pt was treated iabp and inotropic drugs. The heparin dosage was neutralized. The pt was transported to the intensive care unit. Here a new pericaridal puncture resulted in drainage of 500ml of blood. Thereafter, the pt had an uneventful recovery. On dec 30, the rca wastreated with ptca nad stent. The pt was discharged jan 5, 1999 in good condition.